Event description:
It was reported by the customer that a code blue call, originating from the pediatric ER, did not route to the whole unit. The customer confirmed this occurred during testing of an active unit. No patient impact or safety issues were reported as a result of product performance. It was noted that the code calls are supposed to be routed to the whole unit however failed to route to both sides of the split reception (¿red & blue side¿). Inspection of the system by hillrom was requested by the customer. This incident was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
The voalte nurse call system provides a comprehensive communication and information system that places patient calls, staff calls as well as emergency and code calls. The system provides annunciation of these calls at both room locations and primary (dedicated) nurse call stations. The voalte nurse call system also has an option for secondary notifications calls to customer provided third party products (e.g., cell phones) where calls may also be forwarded. The secondary notification workflows are options offered to the facilities that the facility may or may not choose to implement as an ¿add on¿ to their primary notifications, depending on their facility¿s design and needs. Inspection of the system by a hillrom technician noted to have opened the ¿secondary console setting¿ for the primary grs10 and noted calls were selected to be routed to the ¿red team unit¿ but the ¿code blue call¿ was not selected. The ¿code blue call¿ setting was selected and saved for the customer to resolve the issue. The customer confirmed that the event occurred during testing and therefore no patient impact from the event. However, if the reported event of a code blue not annunciating during clinical use of the system were to recur, it could result in a serious injury or death. Based on the above information no further actions are required.